Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 19nov2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported that the injection button of his humapen ergo ii device could not be pushed down the patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (1309d01, manufactured september 2013). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review did not identify any atypical findings with regard to pen jam or dose accuracy issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient reportedly used the device for four years. The core instructions for use state the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond the recommended use period. It is unknown if this misuse is relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned a 47-year-old asian male patient. Medical history and concomitant medications were not provided. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injections (humalog mix 50, 100 u/ml) via a reusable pen (humapen ergo ii) 10 (no units provided) daily, subcutaneously, for the treatment of diabetes mellitus, beginning in 2015. Sometime around 2018-2019, three years after starting taking insulin lispro 50/50, his blood glucose was a little high (no values, units or reference ranges provided). On (B)(6) 2019, the injection button of the humapen ergo ii could not be pushed down ((B)(4); lot 1309d01). On an unspecified date, he was hospitalized to adjust his blood glucose level and as of (B)(6) 2019, he was still at the hospital. Information regarding lab tests or further information on the hospitalization was not provided. Information regarding corrective treatments or outcome of the event was not provided. Insulin lispro 50/50 treatment was continued. No follow-up was possible since the reporter refused to be contacted. The operator of the humapen ergo ii was the patient and his training status was not provided. The general humapen ergo ii duration of use was unknown, while suspect reported humapen ergo ii duration of use was four years. The suspect humapen ergo ii device associated with (B)(4) was not returned to the manufacturer. The reporting consumer did not know if the event was related to insulin lispro 50/50 treatment or the humapen ergo ii. Update 22-oct-2019: initial information received on 16-oct-2019 and additional information received from the affiliate on 16-oct-2019 was processed at the same time. Edit 24oct2019: updated medwatch fields for expedited device reporting. No new information added. Update 19nov2019: additional information received on 19nov2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information. Added date of manufacturer for the suspect humapen ergo ii device associated with product complaint (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned a (B)(6)-year-old asian male patient. Medical history and concomitant medications were not provided. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injections (humalog mix 50, 100 u/ml) via a reusable pen (humapen ergo ii) 10 (no units provided) daily, subcutaneously, for the treatment of diabetes mellitus, beginning in 2015. Sometime around 2018-2019, three years after starting taking insulin lispro 50/50, his blood glucose was a little high (no values, units or reference ranges provided). On (B)(6) 2019, the injection button of the humapen ergo ii could not be pushed down ((B)(4); lot: 1309d01). On an unspecified date, he was hospitalized to adjust his blood glucose level and as of (B)(6) 2019, he was still at the hospital. Information regarding lab tests or further information on the hospitalization was not provided. Information regarding corrective treatments or outcome of the event was not provided. Insulin lispro 50/50 treatment was continued. No follow-up was possible since the reporter refused to be contacted. The operator of the humapen ergo ii was the patient and his training status was not provided. The general humapen ergo ii duration of use was unknown, while suspect reported humapen ergo ii duration of use was four years. The action taken and return status of the suspect humapen ergo ii were not provided. The reporting consumer did not know if the event was related to insulin lispro 50/50 treatment or the humapen ergo ii. Update 22-oct-2019: initial information received on 16-oct-2019 and additional information received from the affiliate on 16-oct-2019 was processed at the same time. Edit 24oct2019: updated medwatch fields for expedited device reporting. No new information added.